Event description:
The device had a small piece of an attachment stuck in the front of the device during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Entire attachment not returned.